Manufacturer narrative:
Patient's age has been requested but not received.

Event description:
Following a functional endoscopic sinus surgery (fess) and septoplasty procedure, it was reported the physician administered post-operatively a rapid rhino 752 epistaxis device (off-label) for the treatment/prevention of epistaxis. After insertion, the patient began choking as the left nasal pack slipped down the patient's throat. Once the nasal pack was removed, the patient ceased choking and no further intervention was required. Attempts to follow up on the patient's subsequent treatment and condition were unsuccessful. No further information is available.